Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015, it was reported that the pump was alarming/beeping. Per the patient, the pump was being removed on (B)(6) 2016. The 1 mg of medication helped during the trial, but after implant he was up to 5 mg and it wasn¿t working. A dye study was done and everything was functioning properly, but it was not helping with his pain. He had a refill date on (B)(6) 2015. The ptm (personal therapy manager) showed the refill date as (B)(6) 2015; the last pump refill was on (B)(6) 2015. He started hearing the alarm in (B)(6) 2015. The steps taken to resolve the alarm and the reason for the alarm were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.